Event description:
Equipment malfunction during use. Rn was called to the bedside of patient. He was a trach/vent and was on a trilogy vent with a whisper swivel exhalation port. The respiratory therapist (rt) relayed that the ventilator was acting funny by continuously alarming low pressure, and it wasn't delivering the tidal volume set for the patient. There was no driving pressure beyond the peep. We bag suctioned the patient & hit out water from the exhalation port. There was no change and the ventilator continued to alarm. The patient was easily hand bagged and had chest rise, his vitals remained stable. We decided to change out the trilogy and write a ticket for biomed. After ctbe (clinical tech and biomed engineering) evaluation, and based on the results plus the feedback from the manufacturer, the ventilator has been released back into service. Per technician "performed performance verification test using philips respironics software and it passed all tests with no issues found. Sent report to tech support and responded that low pressure alarms are considered clinical related rather than a failure with the trilogy." There was no detectable harm.